Event description:
It was reported by patient that both pumps were alarming no disposable with same remodulin cassette. Cassette had infused for 24 hours. No lot number available. No further details provided. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.